Manufacturer narrative:
(B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-03328. It was reported the patient experienced a change in stimulation approximately a month prior to his surgical procedure (exact date unknown). The patient underwent surgical intervention on (B)(6) 2016 to explant the two leads and implant one new lead as the leads had migrated. The patient is receiving effective stimulation.